Event description:
The end user stated the arm with the joystick is on it, has flipped on its side and is facing the patient pressing into the end users leg causing discomfort. Unable to find serial number

Manufacturer narrative:
.